Manufacturer narrative:
(B)(4). Results: the velocity delivery microcatheter (velocity) was fractured approximately 51.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured. This damage may have occurred due to forceful manipulation of the velocity at extreme angles during removal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital technologist noticed that a velocity delivery microcatheter (velocity) was broken/unraveled at the mid-shaft upon removal from the dispenser hoop. The damaged velocity was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new velocity.